Event description:
At follow-up, noise was observed and was reproducible by moving the ICD through the skin. At the time the lead was capped, insulation degredation was observed on the lead. It was suspected that the lead had contact with the ICD, causing damage.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reason for return was confirmed in the laboratory. The damage observed on the outer insulation was caused by riction to the ICD can. The metal wire of the sensing cable was exposed and this damage caused the reported oversensing the lead exhibited normal pacing and lead insulation resistance. All other measurements could not be performed as the lead was cut in the field. T his damage was sustained during the explant procedure and is not a result of deficiency in materials or workmanship.